Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported excessive energy during treatment. Additional information is unable to be obtained.

Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. During an onsite visit the fse (field service engineer) replaced a control board, internal energy assembly and beam splitter. Successfully completed system verification to specification. The root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).